Event description:
Reporter reported a broken twist clamp on a transfer set. The patient had an appointment in 2007 to get a new transfer set after 3 months of use. In the morning, during the bag exchange, he detected excess dialysate with the clamp in the closed position. He did not experience any difficulties during the past 3 months. At this time, the effluent was clear. No bacteriological test was performed on the dialysate. During the night, 1245mg of cefazoling and 50mg of refobacin was added to the extraneal bag of prophylactic treatment. On the next day, the dialysate was cloudy and antibiotic treatment continued until eleven days later as described. The dialysate remained cloudy during the antibiotic treatment and became clear when the antibiotic treatment was discontinued. No patient injury or other consequences were reported. On the month before, because of redness at the catheter exit site, the patient was transferred to the dermatologist who prescribed an ointment (name unknown) and a new cleaning solution (name unknown). Germs were detected (details unknown). The consultation in the dialysis center on original date, showed a clear reduction of the redness but there was a small skin defect/scaly skin on the left side of the catheter exit site.

Manufacturer narrative:
Additional information has been requested from the international affiliate regarding the details of the incident, if additional details are available, a follow-up MDR will be submitted.